Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during preoperational check, device self-test before operation found an error and cannot pass no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during preoperational check, device self-test before operation found an error and cannot pass. No patient involvement.